Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. (B)(4).

Event description:
The consumer reported it was taking too long to charge. Recharging best practices were reviewed and a charge session was attempted. Poor coupling was shown on the screen. After repositioning the antenna, the rep reported 8 coupling boxes, but shortly after, poor coupling again. The patient had not moved. No implantable neurostimulator (ins) pocket issues were reported. The patient could feel the ins under the skin. A replacement antenna was sent to the patient as there were fluctuations in coupling. The patient could get 6-8 coupling bars but it would drop after a short period to 0-2 without moving. Later, the manufacturer's representative (rep) reported that after the new antenna was received they were getting the same symptoms with the issue of the implantable neurostimulator recharger (insr) dropping coupling bars. The insr lost coupling bars quickly from 6-8 boxes to 2 and 0 after 2 minutes. A new antenna was tried and the patient was able to get normal coupling before. A replacement insr was sent to the patient. The rep stated the pocket seemed a little loose, but the ins was superficial. The rep stated the patient used the adhesive patches which had not helped the coupling issue. It was further found out that when the patient sat in the recliner and leaned back while charging it somehow moved and would not charge. The patient tried using adhesive discs and when he charged while lying down he was successful in getting a full charge and the issue had been resolved. The recharging issues were resolved by using the adhesive discs. More adhesive discs were ordered. Relevant medical history included non-malignant pain.